Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the hospital noted an increase in infection rates after reviewing data from the neurosurgery department. It was noted that multiple patients had infections who were implanted with the type of catheter, though a specific number was not provided. The explanted catheters were not removed with any question about the actual product being the issue. The hospital was looking at every aspect of patient care, environment, equipment, supplies and staff. The hospital task group recommended notifying the manufacturer of possible concerns. No further information or product return is expected.